Event description:
Customer states applied blood to the test strips and rec'd a reading of 888 on the advantage system (results outside of meter reading range). Customer also states he had stepped on the meter and 888 was displayed after turning the meter on. The customer did not provide the location where the discrepant result was obtained. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.